Event description:
It was reported that the patient was hospitalized from uncontrolled pain, and was unable to obtain coverage. The patient tried turning the device on after vertebral augmentation and was shocked. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.